Event description:
Allergic reaction [hypersensitivity]. Throat closed [throat tightness]. Chest tightness [chest discomfort]. Itchy eyes [eye pruritus] . Watery eyes [lacrimation increased]. Case narrative: this spontaneous report was received from an unspecified health care professional (hcp) at a dentists office on behalf of a female consumer of unknown age who recently had braces put on her teeth. On 08nov2023, the consumer used the orthodontic wax from the dr. Fresh orthodontic kit on her braces. After product use on 08nov2023, she experienced an allergic reaction with itchy eyes, watery eyes, chest tightness, and throat closing. She was taken to the emergency room (ER) and epinephrine was administered as treatment. The events resolved shortly after treatment on (B)(6) 2023. She was prescribed an epi-pen for future use if needed. As of 08nov2023, she stopped use of the product. The hcp reported no concomitant medications, relevant medical history, or history of allergies. Additional details regarding consumer demographics and contact information were not provided by the hcp due to hipaa privacy laws. The hcp did not have the product in question to provide the lot number. No further information was provided.